Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with pump they had not used in over a year due to low levels. The customer's father states they had to take the customer to the hospital due to not being able to get out of bed. The customer's blood glucose level at the time of incident was 42mg/dl. The customer's most current level was 230mg/dl. The customer wishes to return pump due to not having a use for it. The customer states they have experienced lows for four years. The customer declined to troubleshoot for the low levels. No further assistance was provided at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and minor scratched lcd window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.